Event description:
Same case as MFR# 2134265-2011-04387. It was reported that during a peripheral angioplasty treatment procedure, the balloon became stuck on the guide wire. The lesion being treated was located in the superficial femoral artery (sfa). The physician accessed the occluded vessel subintimally with a non-bsc guide wire. An inflation to 22atm for 60 seconds was made with a 5.0x200 mustang balloon. Upon removal, resistance was felt. The physician felt the balloon was stuck on the non-bsc guide wire. The balloon was removed from the patient and exchanged for a 6.0x200 mustang, using the same guide wire. The balloon was inflated to 20atm for 60 seconds. Upon removal, the balloon became stuck. The physician was unable to remove the balloon without the non-bsc guide wire. Access was lost and the procedure was finished at this point. The physician believes the balloon catheter shaft had stretched due to the force required to try to remove it from the non-bsc guide wire. The procedure was a lengthy and it is thought by the nurse that the guidewire had dried and become sticky. The procedure was completed successfully with no patient complications and the patient's status is stable.

Event description:
Same case as MFR # 2134265-2011-04387. It was reported that during a peripheral angioplasty treatment procedure, the balloon became stuck on the guide wire. The lesion being treated was located in the superficial femoral artery (sfa). The physician accessed the occluded vessel subintimally with a non-bsc guide wire. An inflation to 22atm for 60 seconds was made with a 5.0x200 mustang balloon. Upon removal, resistance was felt. The physician felt the balloon was stuck on the non-bsc guide wire. The balloon was removed from the patient and exchanged for a 6.0x200 mustang, using the same guide wire. The balloon was inflated to 20atm for 60 seconds. Upon removal, the balloon became stuck. The physician was unable to remove the balloon without the non-bsc guide wire. Access was lost and the procedure was finished at this point. The physician believes the balloon catheter shaft had stretched due to the force required to try to remove it from the non-bsc guide wire. The procedure was a lengthy and it is thought by the nurse that the guidewire had dried and become sticky. The procedure was completed successfully with no patient complications and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - initial examination of the returned device noted that it was returned with a 0.035 inch terumo hydrophilic coated guidewire inserted through it. It was noted that the shaft of the device was severely stretched for a distance of 85mm distal to its proximal end. It was not possible to remove the guidewire from the shaft of the device. It was noted that the hub of the device was detached from the shaft. There was no damage noted with the hub of the device. Examination of the balloon material noted the presence of dried contrast media. There was no damage noted with the balloon or tip of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is caused by another device. (B)(4).